Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Premarket identification k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The bone showed bad healing of the mandibular bone, while the cortical bone was well healed. After wound curettage , doctor tried to put 2 different implants but they were not stable. A guide bone regeneration has been made. No other implant has been placed. During a follow up on (B)(6) 2021 the doctor indicated that the patient had an extraction of his #46 on (B)(6) 2021 by the doctor. He used to do alveolar curettage. Doctor waited 4 months before placing an implant. On the CT scan, the cortical bone was closed. During the drilling, once the cortical bone had closed, he found a thin bone, which in the end was not bone but granulation tissue. He tried to place the 3.7 implant which lacked stability; he tried with a 4.7 with the same lack of stability.